Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that there was another volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv), arv=17 cc and erv=3.8 cc. The early replacement indicator (eri) was 7 months at the time of report and they were planning on replacing the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv), arv=17 cc and erv=3.3 cc. The volume discrepancy was found at a refill that occurred the prior day. The event logs were normal. The early replacement indicator (eri) was in 9 months and was inquired if that was part of the issue. It was unknown if there had been previous volume discrepancies at the prior refills in (B)(6) 2014. The patient had a terrible headache. This was the only symptom the patient was experiencing. It was noted that a lot of people had ¿cedar fever¿ in the area, which is an allergy that occurs around this time of year. The patient was somewhat suggestive. The patient went to the emergency room (ER) on the day of report and the manufacturer¿s representative saw the patient in the hospital. A spinal tap was done to rule out spinal meningitis. The patient was to be managed with oral medications over the weekend. It was believed that the pump would be replaced. The pump was used to infuse clonidine, bupivacaine, and morphine.

Manufacturer narrative:
This pump was subjected to oi CAPA testing. The pump logs were free from any anomalies , therefore not requiring this pump to be put through full destructive analysis as per lab process. Analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 8578, lot# n185607032, implanted: (B)(6) 2009, product type: accessory. Product ID: 8 709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was later reported that it appeared the physician and nurse were continuing to monitor the patient.

Manufacturer narrative:
. Analysis of the pump serial number (B)(4) found over infusion of an undetermined root cause. The pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Analysis of the catheter lot number n185607032 found catheter sc connector indent in seal and occlusion. Under microscope inspection a circular indent can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent is located in the silicone material of the cup of the sc connector. This indicates the connection between the sc connector and the pump's outlet port may possibly have been occluded. Analysis of the catheter lot number j11598r33 found acceptable catheter testing, the catheter was incomplete and returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.